Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. No further information provided.

Manufacturer narrative:
The insulin pump received with no button response due to lcd keypad connector unlocked. No button error alarm noted. The insulin pump received with cracked case at display window corner, and minor scratched display window.